Event description:
A discordant, falsely low calcitonin result was obtained on one patient sample on an immulite 2000 instrument. It is unknown if the falsely low result was reported to the physician(s). The sample was repeated on the same instrument twice and resulted higher than the initial result both times. It is unknown if the corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcitonin result.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. There was no indication of any sample or reagent level sense inconsistencies. The customer had indicated that the sample was collected on ice and may not have clotted prior to the serum being pipetted from the sample. The cause of falsely low calcitonin result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.